Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events (epistaxis, pneumonia, and renal dysfunction), as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 09mar2016. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. This IFU lists bleeding, infection, respiratory failure, and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 6, ¿patient care and management¿ also provides information regarding anticoagulation, including the recommended inr values. This section provides care instructions regarding preventing infection. The heartmate 3 lvas patient handbook is also currently available. Care instructions for preventing infection are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was given cold compress for epistaxis and tranexamic acid for tamponade.

Manufacturer narrative:
(B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had epistaxis and nasal tamponade from (B)(6) 2020. The patient had respiratory decompensation with bilateral pneumonia, and renal dysfunction. Computed tomography (CT) scan on (B)(6) showed pulmonary infiltrate but thorax x-ray on (B)(6) 2020 did not show evidence of pulmonary infiltrate. The patient was put on piperacillin and tazobactam antibiotics from (B)(6) to (B)(6).the patient was on continuous veno-venous hemofiltration from (B)(6) 2020 to (B)(6) 2020.